Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermettently changes from monitor mode to defib and pace mode on it's own. Complainant indicated that there was no pt involvement in the reported malfunction.